Event description:
It was observed additionally that the subject device exhibited a foreign material in the air/water cylinder.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the information from the legal manufacturer's final investigation. Corrected fields: b5. Updated fields: g3, h2, h6, h11. The following reportable malfunctions were identified during the device evaluation: foreign material in the air/ water cylinder. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material in the air/water channel. There was no patient involvement.